Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen began separating from the case seams, consistent with a failure of bonding at the display component, and a replacement device was arranged while the user reverted to alternate therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including photo confirmation. Investigation of this case revealed a stress-related problem consistent with loss or failure to bond at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.